Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a cracked main body. There was substance/staining on the main body and the twist sleeve. The reported condition was verified. The cause of the condition could not be determined; however, the damage/broken set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the twist clamp (main body) of a minicap transfer set. This was identified during use of the device for peritoneal dialysis therapy. The transfer set was in use approximately two (2) weeks. There was no patient injury or medical intervention associated with this event. No additional information is available.